Event description:
A locking collar was found backed out from pedicle screw system at unk time post op. The revision surgery was performed on (B)(6)2010. No add'l pt complications were reported.

Manufacturer narrative:
DHR review showed no anomalies which could have contributed to this event. Visual examination of the device shows witness marks indicating that it was originally locked into place and had proper contact. No conclusion can be drawn. Event considered an isolated incident.